Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this patient is in implanted with a subcutaneous implantable cardioverter defibrillator (sicd). A ventricular tachycardia (vt) episode occurred and delivery of two shocks did not convert the arrythmia which subsequently converted on its own. Review of the post implant x-ray showed the electrode was not straight. The vector was initially in primary but was later optimized to secondary vector after performing automatic setup in the post operative room. Episode and x-ray review were requested by technical services (ts). A ts consultant reviewed the data. Sensing was good and impedance was appropriate. X-ray review appeared to show the electrode was too lateral and the device may be too anterior. The consultant stated a system revision may be required. The patient was subsequently admitted to the hospital for physician review of the current device and electrode positions. The physician discharged the patient as he was satisfied with the device and electrode placement. The consultant still felt the electrode position could result in future shock efficacy issues. It was noted that the patient stopped taking her blood pressure medication when the arrhythmia took place and has since resumed her medication post shocks and is doing fine. The system remains in service. No additional adverse patient effects were reported.